Manufacturer narrative:
The historical patient data was collected and sent to spacelabs for evaluation. The waveform data for the patient on channel 2254, however, was corrupted. The investigator is unable to confirm whether an appropriate audible alarm notification occurred at the reported event time through the database. Per the complaint description, the appropriate visual alarm notifications were provided. Audible tones were confirmed to have generated appropriately during the same time period on other telemetry channels. We know of no reason that audible alarm tone would not have been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs' field service engineer. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 21:32, a telemetry patient on channel 2254 experienced an episode of bradycardia that did not generate an audible alarm tone for low heart rate (low hr) at the central station. Visual alarm notifications were present for this telemetry patient in the waveform zone and in the alarm history bar. No one was injured as a result of this event.